Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. This is one of two manufacturer reports being submitted for this case.. Please reference related manufacturer report no: (MDR# 2021-07753-01). The edwards esheath introducer set was not returned for evaluation. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaint relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio report, procedural imagery, and device-related photos were provided. The following was observed: 3mensio imagery revealed that the patient's access vessel had presence of calcification and tortuosity. Procedural imagery showed that the crimped valve appeared to be outside of the sheath while the sheath shaft appeared to be significantly bent. As resistance was met during system advancement through the sheath, the excessive push force likely was applied to advance the delivery system. Compounded with vessel tortuosity, the sheath likely kinked thereafter. Post-removal from the patient, the sheath had presence of a torn liner and liner strand. However, the sheath distal tip was shown to be opened as designed. The instructions for use (IFU) for the esheath, device preparation training manual, procedural training manual, and supplemental subclavian (supraclavicular) and axillary (infraclavicular) approaches training manual were reviewed. Per the IFU precautions for the esheath: do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. When inserting, manipulating, or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing, or incising the tissue near the sheath, use caution to avoid damage to the sheath. Complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection, and/or death. There were no IFU/training deficiencies identified. A complaint history review on confirmed device complaints (returned and no product returned) for the esheath (all models and sizes) was performed and were reviewed for similar events and root cause identification. A definitive root cause is unable to be determined at this time, but it is possible that patient (calcification, tortuosity) and/or manufacturing process (improper sheath liner expansion) factors may have contributed to the event. Since no edwards defect was identified, no corrective or preventative action is required. The product risk assessment has been previously initiated to capture the product risk assessment. A risk assessment was performed on the reported event and revealed the following: the risk of resistance during delivery system insertion through the sheath, sheath liner tears, strands, sheath kinks, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulties introducing the delivery system through the sheath, sheath liner tears, strands, and sheath kinks. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As reported, "during the procedure of a 29 mm sapien 3 valve in the aortic position via subclavian approach the valve and delivery system were advanced through the esheath. Significant resistance was encountered and the esheath became kinked". Per 3mensio imagery, the patient's access vessel had presence of calcification and tortuosity. Per the procedural training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As such, available information suggests that patient (calcification, tortuosity) factors likely contributed to the reported event. Per report, "it was determined the valve at an angle started to exit the seam of the esheath and caused a liner tear". Per procedural imagery, the crimped valve appeared to be outside of the sheath shaft, indicating a possible liner tear. Additionally, device-related photos displayed a torn liner and a liner strand. As resistance was met during system advancement through the sheath, the excessive device manipulation was likely applied. It is possible that the crimped valve interacted with the sheath during this, leading to the observed liner tear and strand. Additionally, the presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, while vessel tortuosity can make it more likely that the valve will catch onto the liner, especially when compounded with excessive device manipulation. The complaints for "introduce and navigate system through sheath/access vasculature-resistance between system components-inability to advance through sheath". "General risks-failure--sheath liner torn", "general risks- failure- sheath liner strand", and "general risks-failure -sheath kinked, bent" were confirmed through evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. The complaints were confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient (tortuosity) and/or procedural (high push force) factors likely contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action, nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, during the procedure of a 29 mm sapien 3 valve in the aortic position via subclavian approach the valve and delivery system were advanced through the esheath. Significant resistance was encountered and the esheath became kinked. Careful manipulation was attempted to remove the kink and continue to pass the valve. It was determined the valve at an angle started to exit the seam of the esheath and caused a liner tear. The procedure was aborted and the devices were attempted to be removed at a unit. Difficulty was encountered during removal. Upon removal of the devices the esheath was observed to have a liner tear and liner strand. There was no damage noted to the valve or delivery system. After removal, an angiogram revealed a subclavian artery dissection. Surgical intervention was required, and three covered stents were placed to repair the dissection. The patient was in stable condition post procedure. No valve was implanted.